Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as further repair info is not available.